Event description:
Orthodontist stated that the upper portion of a lower anterior tooth fractured when he debonded a transcend ceramic bracket. Orthodontist stated that the event occurred 6 or 7 yrs ago and that he does not remember the name of the pt.